Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 540 mg/dl; cause was not known. Insulin injections were administered to address bg and customer changed the infusion set multiple times. After using a new box of infusion sets and cartridges, along with fresh insulin, elevated bg was resolved.